Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 340 mg/dl at the time of the incident and treated with manual injection. The customer stated that the insulin pump alarmed motor error during normal use. The customer stated that there is a dent to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. The drive support disk was inspected and no anomaly noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.